Event description:
It was reported that some time ago the right ventricular lead had low bipolar impedance, that unipolar impedance was higher than bipolar, and that the lead was programmed to unipolar. It was also reported that thresholds were now high and outputs were increased. Insulation breach was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.